Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06309, 2017865-2021-06310. It was reported that after a pacemaker system implant procedure on (B)(6) 2021, the patient expired on the operating table due to unknown severe complications. The cause of death is unknown.